Manufacturer narrative:
D2b pro code: additional codes nhl, pjs.

Event description:
It was reported that the patient experienced an infection at the lead and left burr hole cover site of the deep brain stimulation (dbs) system. The patient underwent an explant of the lead and the left burr hole cover. The patient was prescribed antibiotics and cultures were taken, however the results are unknown. It was stated that the infection was not device or procedure related. The devices will not be returned as they were discarded by the facility.